Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The cadiere forceps were found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A site history was performed and no related complaints were identified. A log reviewed revealed that the instrument had 8 lives remaining. No image and/or video was received by isi for review. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Follow-up was attempted. The product is not implantable.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair procedure, the cadiere forceps had a broken wire. The procedure was completed and there was no patient injury.

Manufacturer narrative:
The instrument's 510k number and reporter occupation (non-healthcare professional) has been added.